Event description:
Philips received a complaint on the heartstart mrx defibrillator monitor indicating that there was a fault. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The available details indicate that the device was prompting a system fault, error code 20004. The device has not been made available to philips, so visual and functional testing could not be performed. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, we were unable to determine the cause of the reported problem. The reported problem is not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on heart start mrx defibrillator monitor indicating that the device was prompting a system fault, error code 20004. There was no patient involvement.